Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent ruptures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced bilateral silent ruptures postoperative. The issue was confirmed through MRI examinations. As a result, patient scheduled for removal on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Additional information received on december 31, 2024, indicated that the patient underwent bilateral replacements as follow: left replacement: sn: (B)(6) / cat: 3507425mc, right replacement: sn: (B)(6) /cat: 3507425mc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on december 27, 2024. Device evaluation completed on december 27, 2024 the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 400cc breast implant was found to be ruptured, received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 14, 2024 indicated the following: procedure from breast surgery to breast augmentation revision -doi from (B)(6) 2006. (B)(6) (right). -lot# added as 5581750, -serial# added as (B)(6), (B)(6) (left) lot# added as 5605985, -serial# added as (B)(6). A manufacturing record evaluation was performed for the finished device 5605985 number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).